Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified solution via a plum pump. It was reported that during priming of the tubing set, the tubing separated "at the proximal end" of the clave y-site. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.